Manufacturer narrative:
Device code relates to problem code for the reported event of blue outer sheath broken from the guidewire access port. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary rx covered stent was to be used to treat malignant stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was not too tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the blue outer sheath was separated from the guidewire access port and the stent would not deploy. The procedure was completed with another wallflex biliary rx covered stent. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A fully constrained wallflex biliary rx covered stent and delivery system were received for analysis. Visual examination of the returned device found the stainless steel tube was not actuated beyond its reconstrainment limit. The inner shaft was kinked and the outer sheath was detached/broken at the outer diameter: proximal exterior tube ¿ endoscope interface (near the guidewire access sheath). Functional evaluation found it was not possible to deploy the stent using the delivery system, however, it was possible to manually deploy the stent. The stent was measured and was found to be within specifications. No issues noted with the stent and no other issues were noted with the device. The damages noted with the device were consistent with the application of excessive force during usage. The investigation concluded that the observed failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause of this complaint is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no other similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on january 29, 2018 that a wallflex biliary rx covered stent was to be used to treat malignant stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was not too tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the blue outer sheath was separated from the guidewire access port and the stent would not deploy. The procedure was completed with another wallflex biliary rx covered stent. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be fine.